Manufacturer narrative:
(B)(4). The customer reported to have power cycled the ventilator and the ventilator powered on normally with no alarms (all had reset) and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, a patient was removed from a 980 ventilator to change the patient circuit and when the device was powered on, it went into an inoperable state. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.